Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02686 and 3005099803-2009-02685 for the other associated device information. It was reported to boston scientific corporation that a captiflex polypectomy snare, a sensation micro snare oval and an endostat bypass grounding cable were used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, an attempt was made to remove a polyp with a captiflex snare. However, when the snare was closed, the monopolar portion of the snare was not activated to cauterize and remove the polyp. A sensation snare was then used, but had a similar issue. When the technician "jiggled" the connection where the active cord attaches to the snare, power output was obtained. However, the polyp was removed without cautery which resulted in a patient bleed. Two hemostasis clips were used to stop the bleeding. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.